Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shows the initializing screen without manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver showing initializing screen without manual restart could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed with a cracked battery controller ic. The receiver log was downloaded with a known good battery, there were no issues related to the customer complaint. Functional testing was unable to be performed. The reported event of receiver showing initializing screen without manual restart could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver log was downloaded with a known good battery, unexpected shut down was observed. The reported event of receiver showing initializing screen without manual restart was confirmed. The root cause is a defective battery.